Event description:
The facility reported a flo-gard infusion pump with the malfunction of does not turn on. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "does not turn on" was confirmed and reproduced during product evaluation. The assignable cause was a swollen main battery. The main battery was replaced to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.